Event description:
It was reported that the device was damaged during a full recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was going as planned and the was positioned in the laa of the patient. The closure device was inserted and deployed in the laa. The device did not meet release criteria and needed to be fully recaptured. During the full recapture the device legs got caught onto the pectinate muscle within the laa. This caused the legs to become damaged and deformed. The device was successfully removed from the patient and there were no other complications reported. No perforation was seen from this event. After successfully removing this device a new device was used to successfully complete the procedure. There were no complications reported.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a watchman delivery system, with the implant inside the sheath. The implant was deployed during the lab analysis and was consistent with the reported information.the core wire, implant, tip, and sheath were microscopically and visually inspected. Inspection revealed tip damage (abrasions/tricuts flared/bent), sheath damage (abrasions), and anchor damage. The rest of the device was inspected and there were no other damage or irregularities. The implant was functionally tested by deploying out from the sheath. The feet/frame of the implant opened up in the expected way. Prior to the deployment, the implant was observed to be inside the sheath and bunched up to one side. The feet were not tangled but overlapped.

Event description:
It was reported that the device was damaged during a full recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was going as planned and the was was positioned in the laa of the patient. The closure device was inserted and deployed in the laa. The device did not meet release criteria and needed to be fully recaptured. During the full recapture the device legs got caught onto the pectinate muscle within the laa. This caused the legs to become damaged and deformed. The device was successfully removed from the patient and there were no other complications reported. No perforation was seen from this event. After successfully removing this device a new device was used to successfully complete the procedure. There were no complications reported.